Event description:
Customer stated problem with their meter. Only able to see half of the numbers. Batteries were recently replaced. A review of the system was conducted over the phone. The review indicated that the meter was missing segments in the 100s, 10s and units positions of the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.